Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
As part of the (B)(6) study being conducted by cook, inc. This adverse event was reported. The patient had significant occlusive disease along the mid segment of the renal artery. Additionally, due to the downward facing right renal artery, multiple attempts were made to cannulate it during the procedure before gaining access. On the interval angiogram performed during the initial study procedure, a complete dissection of the mid-segment of the right renal artery was observed after deployment of the right renal covered stent. The physician was able to repair it successfully. Excellent flow to the renal bed was noted following the intervention.

Manufacturer narrative:
Engineering analysis: based on the details of the case it would seem that the dissection of the mid segment of the renal artery was a result of the significant occlusive disease along the mid segment of the renal artery. The details specify that multiple attempts were made to cannulate the renal artery during the procedure before gaining access. The details also indicate that the vessel was not pre-dilated prior to attempting to deploy the icast covered stent system. The icast covered stent system instructions for use (IFU) specify the following: "special care should be taken to ensure that the appropriate size device, guide wire, compatible bronchoscope (if used) and endotracheal tube (if used) are selected prior to introduction. Native lumen dimensions must be accurately measured, not estimated." There were multiple images provided with the complaint. The images provided show the icast covered stent in place in the right renal segment just proximal to an additional narrowing of the renal artery. It also appears to have a separate stent just distal of the icast stent. It is not clear how the dissection occurred however the risk of vessel dissection is an adherent risk of any vascular stenting procedure. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Although the deployment of the icast stent may have been a contributing factor to the dissection, the previous attempts during the procedure that were made to cannulate the stricture prior to its placement that were found to be difficult provide insight that this stricture was not easily navigated by a .035 guidewire. There are also no details indicating that the vessel was pre-dilated prior to introducing the icast covered stent. The profile of the icast covered stent prior to stent deployment is approximately 2.1mm. As specified in the contraindications section of the instructions for use: "non-compliant obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter." Clinical evaluation: the possible causes of a stent contributing to vessel rupture and hemorrhage would include incorrect stent dimensions, an inaccurately positioned or improperly secured stent and forceful delivery across the lesion. The instructions for use state, "special care should be taken to ensure that the appropriate size device and guide wire are selected. Native lumen dimensions must be accurately measured, not estimated."